Event description:
The lead was capped.

Manufacturer narrative:
The device would not communicate due to a depleted battery. The device was tested with another battery and met all specifications. Normal current drain was measured. The battery was returned to the vendor for further evaluation. Analysis identified an internal anomaly within the battery. This anomaly caused the low battery voltage and no communication experienced in the field.

Manufacturer narrative:
Na

Event description:
It was reported that the device could not be interrogated using several different programmers. There were no known forms of telemetry interference in the room. Previous battery data showed that the device would have 24-27 months of longevity left. The device was explanted.